Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in intraoral region 18#, its non-osseointegration was observed. In addition, the patient presented bone type I, fenestration occurred during surgery and immediate implant and immediate load procedures were performed.